Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Persona tasp right bottom was returned with the complaint for review. Visual inspection confirmed that the device fractured at the medial side of the post. The post also had a piece fracture off that was not returned. The posterior surface has some type of cosmetic damage (nicks/gouges/dents/scratches). It is unknown for how many times the device has been used. The sales rep indicated no harm was done to the patient. These devices are used for treatment. Complaint history search based on the product and lot combination revealed 1 other similar complaint. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue. This device was considered to have left zimmer biomet conforming because it had a potential field life of more than one year and 5 months when it broke.